Manufacturer narrative:
(B)(6). The lot was manufactured between july 4, 2018 - july 5, 2018. The device was received for evaluation cut in the top right corner where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed leakage at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle additive port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.